Manufacturer narrative:
No display anomaly, frozen screen, a20 alarm or button error alarm noted. Device time/clock moved. Unit had intermittent buttons response due to flattened esc button dome switch. No unlocked j2/lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error and frozen display. The customer's blood glucose level was unknown. The customer reported that they were unable to clear the alarm. The customer stated that the time did not advance on the insulin pump. The customer stated that the insulin pump screen was not completely blank. Customer reported an alarm occurred during the time the buttons stopped responding. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.